Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio observed proper device operation through functional and performance testing. The customer received a replacement device. The cause of the reported issue could not be conclusively determined. The customer submitted a voluntary medwatch report to the FDA (mw5072629).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a synchronized cardioversion event, the device made an audible pop. After the noise, the controls wouldn't respond and the display went blank. The customer stated that there were no adverse effects to the patient due to the reported issue and confirmed that the defibrillation therapy was successfully delivered to the patient. The patient's arrhythmia was converted however it is unknown if the patient's arrhythmia was converted with another device or with drug therapy.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a synchronized cardioversion event, the device made an audible pop. After the noise, the controls wouldn't respond and the display went blank. The customer stated that there were no adverse effects to the patient due to the reported issue and confirmed that the defibrillation therapy was successfully delivered to the patient. The patient's arrhythmia was converted however it is unknown if the patient's arrhythmia was converted with another device or with drug therapy.

Manufacturer narrative:
Physio-control downloaded the device's electronic record and verified the reported issue; however no further cause of the reported issue was determined.